Event description:
Patient reported left rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left rupture. Device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified. Observed rupture on the device. Observed red particles on the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported left rupture. Device remains implanted.